Event description:
The customer reported that they had an incident yesterday. The unit was on battery, while they tried to shock a patient, 2 shocks worked then the unit said low battery and it switched off immediately. The customer plugged the unit into mains and all was ok again. There was no patient incident reported.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.